Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to multiple pockets failure. A field service engineer inspected the drawer and found no issues. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system was not detected on the communication bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.